Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are feeling funny. The patient noted that they are having 'a lot of trouble' with their implantable pulse generator (ipg) and that it was suspected to be 'not picking up the missing beat. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.